Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no non-conformance which could be attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the dissection tip on the vasoview 7 xb was noted to have a piece missing from the proximal end. The harvester went back into the leg and retrieved the piece from the original incision. The same device was used to complete the procedure, since the dissection was already complete. The product was discarded.